Event description:
The duodenovideoscope was returned to the service center with a report of elevator does not lock to hold wire; please check angulation. This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was noted where the adhesive around the objective lens and the light guide lens was cracked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.